Event description:
A malfunction alarm known as malf 9 was reported. There was no reported adverse impact to the customer¿s blood glucose level. After customer support assisted with resetting the pump, the malfunction did not recur, and the customer was able to continue using the pump. Customer support advised the customer to reach out again if the issue reappears.